Event description:
It was reported during routine follow up that this device was exhibiting premature battery depletion, and device replacement was recommended. Additional engineering review of the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. Assuming that the behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least sixty days. This device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing and upon additional information, this report will be updated.

Manufacturer narrative:
This investigation is ongoing and upon additional information, this report will be updated.

Event description:
It was reported during routine follow up that this device was exhibiting premature battery depletion, and device replacement was recommended. Additional engineering review of the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. Assuming that the behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for at least sixty days. At this time there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.